Event description:
Litigation papers allege the following: patient was implanted with a depuy asr hip on (B)(6), 2006. On (B)(6), 2006, patient reported to doctor with persistent pain in the anterolateral area of her left thigh. Patient suffered constant debilitating pain that did not respond to the treatments attempted by the doctor. Doctor ordered a bone scan on (B)(6), 2007, that revealed uptake in keeping with a loose prosthesis. At this time, doctor recommended a revision of the femoral stem and head on (B)(6), 2007. Revision surgery took place on (B)(6), 2007 (previously reported to FDA). Patient returned to doctor on (B)(6), 2007 with continued complaints of groin pain and a clicking sound emanating from her left hip. Patient continued to suffer debilitating pain over the following years that was not resolved by various treatments attempted by doctor. In (B)(6) of 2011, doctor ordered blood testing to determine the rate of metal on metal wear debris. The results showed a dangerously high level of cobalt in her system, ten times higher than the acceptable range. Due to the heightened metal debris levels and constant pain, patient has been scheduled for revision surgery.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.